Event description:
The pt's vns generator was replaced and returned to the MFR for product analysis. An open can measurement of the battery voltage verified that the battery was depleted, which was an expected event due to the battery life calculation. The post burn-in electrical test identified an out-of-spec condition with supply current 1ma. Bench analysis determined that this out-of-spec condition was caused by a leaky q10 component. After q10 was substituted, the device met the spec requirements of the post burn-in electrical test. The out-of-limit supply current 1ma could potentially be a contributing factor to the end-of service condition; however, results of the battery life calculation indicate that the end-of-service condition was an expected event.